Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were stent struts in the first proximal row that were stretched and overlapping. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 38mm in length target lesion was located in the tortuous and calcified mid left anterior descending artery. A 3.00x38mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. When the device was removed outside the patient, it was noted that the edge of the stent strut was crimped. The procedure was completed wither another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 38mm in length target lesion was located in the tortuous and calcified mid left anterior descending artery. A 3.00x38mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. When the device was removed outside the patient, it was noted that the edge of the stent strut was crimped. The procedure was completed wither another of the same device. No patient complications were reported and the patient's status was stable.